Event description:
(B)(4) study. It was reported that following a coronary artery treatment procedure the patient experienced a myocardial infarction. The target lesion was located in the 1st diagonal with 100% stenosis, pre-existing thrombus, and was 10mm long with a reference vessel diameter of 2.4 mm. The physician treated the lesion with pre dilatation and placement of a 2.25mm x 16mm taxus liberte stent. Post procedure residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented emergently with chest pain. On arrival to ER cardiac enzymes were noted to be elevated. ECG indicated anteroseptal infarct with reperfusion from initial thrombolytic therapy. The patient was treated medically and was discharged on aspirin and plavix.

Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).